Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube assembly mated. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier were returned full mated and fully rear locked. The anchor was already posted on the distal tip of the hemostasis sheath when sample was returned. Functional testing was performed by deploying the sample by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been a subcutaneous deployment of components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: requested, not provided; a5: ethnicity: requested, not provided; a6: race: requested, not provided ; d6a: implanted date: device was not implanted; d6b: explanted date: device was not explanted; e3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a diagnostic angio was performed and no disease was present. The sheath and dilator fit together, the user received two clicks, and pulled the whole device back for delivery. Upon pulling back, the whole device came out of the patient. The anchor was noted to be stuck in the position parallel to the sheath. Pressure was held and the patient was fine. The event occurred intra-operative. The patient was not injured during the event and surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 17nov2023: the patient was in stable condition. There was no blood loss from the patient.